Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Device code (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -14.0 into the patient's right eye (od) the lens tore/broke. This occurred on (B)(6) 2021. Intraoperatively the lens was removed. Reportedly, no patient injury occurred and the cause of the event is reported as device: "during injection the icl was stucked with the foam tip and torn."